Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10117. It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). After a choice guidewire was advanced, a 3.50x20mm promus premier¿ drug-eluting stent was implanted in the lesion. After deployment, the delivery balloon was deflated successfully and was attempted to be removed; however, the delivery system locked up on the wire and had to be removed as a unit. The procedure was completed. Post-procedure, the wire was able to be removed from the delivery balloon. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was deployed in the patient and therefore not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed from their original folded position and appear to have been subjected to positive pressure and a vacuum pulled. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the inner/outer polymer extrusion or midshaft. An attempt was made to load the device on a guidewire however this was unsuccessful due to hardened medium present in the wire lumen. The device was soaked at 37 degrees celsius for 24 hours in waterbath. The device was then loaded on a 0.014" guidewire without resistance. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10117. It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). After a choice guidewire was advanced, a 3.50x20mm promus premier drug-eluting stent was implanted in the lesion. After deployment, the delivery balloon was deflated successfully and was attempted to be removed; however, the delivery system locked up on the wire and had to be removed as a unit. The procedure was completed. Post-procedure, the wire was able to be removed from the delivery balloon. No patient complications were reported and the patient¿s status was fine.